Event description:
The pump was returned for investigation. Investigation revealed the battery cap contact height was out of specification. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery cap contact height was out of specification. The cap contact width was within specification. A test cap was used to exercise the pump for 24 hours on a 1 unit per hour basal rate with no power issues. Unrelated to the battery cap issue, the pump¿s history showed a time and date reset to factory default. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.